Event description:
Who systematic shut down. Hormones. Neurological. Sclederma ana positive. Ringing in ears, vertigo, sensitive to cold and hot. Fibro diagnosis. And more all medically documented. Both my rheumatologist and plastic surgeon said it can't be from breast implants and research proves. I asked could this be from covid shot attack breast implants she said she has never heard of that happening. Is there a group research that a person can join from this? Nobody can figure out what's wrong. Most say it's just stress but I have almost every symptom for the bii. I have had countless test in last 6 months. FDA safety report ID # (B)(4).